Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, there was foreign material in the jet tube of the colonovideoscope and a burn on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: b3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it is likely if a high-energy endo therapy accessory is used without sufficient distance from the distal end. However, we could not obtain the information whether the user used a high-energy endo therapy accessory despite repeated requests. There is the possibility that the defoaming agent containing simethicone remained in the device. However, an identification and definitive rot cause for the reported suggested malfunction could not be established. The event can be detected/prevented by following the instructions for use which state: labeling. The user can detect the event 1 in accordance with the following IFU. Operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The user can prevent the event 1 in accordance with the following IFU. Operation manual_ using endo therapy accessories_ high-frequency cauterization treatment. Warning: never emit high-frequency current before confirming that the distal end of the high-frequency endo therapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endo therapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. The user can prevent the event 2 in accordance with the following IFU. Operation manual_ insertion_ air/water feeding and suction_ auxiliary water feeding warning: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.